Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that smoke evacuation was excessive and that the green valve did not return well and just kept suctioning during an unspecified procedure involving an olympus high flow insufflation unit. There was no patient injury reported.